Manufacturer narrative:
(B)(4). The analysis results found that the ats45 was received in good visual condition and with two white reloads present. Reload b was received partially fired which indicates that the device's firing cycle was interrupted. Reload c was received fully fired. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded on the device without any difficulties and did not fall out during functional testing. The event description and notes indicates the potential for an improperly installed cartridge; either the cartridge is not fully inserted into the channel or it is "long loaded." If "long loaded", the cartridge extends beyond the cartridge jaws further than it should (holding features of the cartridge are not snapped into the channel slots and the holding features are in front of the channel). If the cartridge is not properly snapped into the channel or is "long loaded", the cartridge can move forward during the firing stroke and some staples may be deployed, the device will continue to cut, and the cartridge may be pushed out. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, "the device misfired and the cartridge fell out into the trocar and was retrieved." Another device was used to complete the procedure. There was no adverse consequence to the patient.